Manufacturer narrative:
This report is created in reference to mfg report # 9610816-2025-001276. Correction: after further review, it was determined that the report was initially filed with incorrect/inaccurate coding; therefore, supplemental reporting was deemed necessary. Investigation summary and coding have been corrected. Philips remote service spoke with the customer who indicated that the speaker was defective; however, no additional testing or information were made available. Based on the information available, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a defective speaker. The issue was resolved by ordering a replacement speaker assembly. Based on the information available, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.

Manufacturer narrative:
Philips remote service spoke with the customer who indicated that the speaker was defective; however, no additional testing or information were made available; therefore, the issue was not able to be confirmed. The customer ordered a replacement speaker assembly to resolve the issue. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
Philips received a complaint on an intellivue x3 patient monitor indicating that the speaker was defective. It is unknown if the device was in use at time of event, and there was no adverse event reported. Additional information was requested to determine if there was sound present; however, this was unknown.